Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified vessel. The 2.5x15 mm trek balloon dilatation catheter (bdc) failed to inflate in the anatomy and contrast leaked from the balloon shaft. The patient went into ventricular fibrillation arrest and was shocked back into sinus rhythm. There was a clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported inflation issue, leak, delay to treatment/therapy and unexpected medical intervention appear to be related to operational context. A conclusive cause for the reported patient effect of ventricular fibrillation and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.a1, 42, a3, a4: update patient information d10, h3: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation.

Event description:
Subsequent to the initially filed report, it was reported the procedure was to treat the total occlusion of the proximal left anterior descending (lad) coronary artery with acute plaque rupture via right radial access.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak or inflation issue; however, the reported delay to treatment/therapy and unexpected medical intervention appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect of ventricular fibrillation and the relationship to the device, if any, cannot be determined. The reported patient effect of ventricular fibrillation is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use as a known patient effect. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿.